Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.

Event description:
It was reported to novo biomedical that, a consumer received a result of 77 mg/dl on their blood glucose meter. The consumer experienced a hypoglycemic event, which did require the emts who performed a test getting a result of 29 mg/dl on their blood glucose meter. The consumer was using expired test strips and improper storage. Educated the consumer on not using expired strips and proper storage. The meter in question will be returned for eval.